Event description:
The patient reported his first pump, implanted in 2006, stopped and "quit working." The patient had "some serious complications." It was further noted that there was a recall with the motor and that "it had stopped working" so they had to quickly put another one in. The patient was put on IV baclofen until the replacement was complete. The patient confirmed that "everything had already been dealt with". The medication used within the system was baclofen. The patient later reported that he did not have concerns with his device or therapy. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009. Product type: catheter. (B)(4). "Serious complications."

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that in 2009 "something happened with the pump and catheter."